Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c (701) module. The date of event was not known by the customer. The date of event is an approximate. The initial ca2 result was 7.3 mg/dl. This result was reported outside of the laboratory where it was questioned by the client. The patient was sent to the hospital for additional testing based on the result of 7.3 mg/dl. The patient was not treated based on this result. No adverse event occurred. The patient was tested by an unknown method at the hospital and the result was "normal." The specific result was not provided. The customer repeated the patient sample and obtained a result of 9.0 mg/dl. This result was considered to be correct and was reported outside of the laboratory. The ca2 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found no issues. Mechanical checks and a 21 cup precision test were completed and all results passed. The customer stated they are not having any additional issues with ca2.

Manufacturer narrative:
The date of event was not known by the customer. Three alarm trace files were provided. The alarm trace from (B)(6) 2017 shows a calibration error. No other abnormalities were observed. The alarm traces from (B)(6) 2017 show many sample aspiration alarms along with the calibration error and an photometer lamp alarm. No other abnormalities were observed. On an alarm trace provided from after the event ((B)(6) 2017) many sample aspiration alarms were observed on both days. A specific root cause could not be identified. Based on the number of sample aspiration alarms present there may be an issue with the customer's pre-analytical handling processes. Since the calibration error occurred over the course of more than one day, the issue may be related to a lack of maintenance.